Manufacturer narrative:
Device used for treatment, not diagnosis. Use of surgilube to minimize metal debris in removal of jammed titanium locking screws. Brubacker, jw; owen, trevor m; vrhas, ms. (Apr 2013) elsevier: injury, int. J. Care injured 44, 1648-1650. This report is for an unknown screws/unknown quantity/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article. Use of surgilube to minimize metal debris in removal of jammed titanium locking screws. Brubacker, jw; owen, trevor m; vrhas, ms. (Apr 2013) elsevier: injury, int. J. Care injured 44, 1648-1650. This is a retrospective study of six hardware removal cases between november 2009 and april 2012 using the less invasive stabilization system (liss). The liss plate was placed for fixation of either a distal femur or a proximal tibia fracture. The removal of the plate was indicated due to painful or prominent hardware and one case of infection. The locked titanium screws have a propensity to become fixed to the plate. This study describes the complication and techniques for removing jammed screws. All six cases encountered jammed or cold-welded screws. A carbide bit was used to obliterate the screw head allowing the plate and screw to be removed. This report is 2 of 2 for (B)(4). This report is for unknown screws and the pain, infection, hardware prominence and the jammed or cold-welded screws which required revision. This is for 1 device.